Event description:
The duett sealing device was deployed following an abdominal angiogram procedure (via a 6fr sheath in the right common femoral artery). The deployment was noted as being unremarkable. Onset of symptoms included loss of pt pulses, numbness and pain. An occlusion was confirmed via doppler and was treated with a surgical thrombectomy. The event was resolved and no further complications were reported.